Manufacturer narrative:
Product ID: 3889-28, lot# va03n2k, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient¿s system was removed due to an infection. No further information was reported. If additional information becomes available, a follow-up report will be submitted.